Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h3; h4; h6. Visual examination of the returned product identified the threaded tip of the hex bolt component is partially fractured, no fractured pieces returned. There are indentations, nicks, and scratches present all over the handle of the device. The strike plate end has indentation marks present. No other damage was noted. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the inserter fractured. There was no known impact or consequences to the patient. Attempts have been made, and no further information has been provided.